Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. The left ventricular lead exhibited loss of capture. A chest x-ray revealed no anomalies. The lead voltage was increased and remained implanted.